Event description:
Reporter alleged obtained a result of 315 mg/dl on the active s system and then taking a 4.1 bolus of humalog insulin. Reporter alleged, that just over two hrs later, she obtained a result of 83 mg/dl within 10 mins of a result of 119 mg/dl on the same system, while experiencing hypoglycemic symptoms. Reporter stated, that she obtained one more result of 101 mg/dl within 10 mins of the 119 mg/dl (same system), she then self-treated with two sodas, three candy bars, and she called the emts. Reporter alleged, that the emts obtained a result of 56 mg/dl on their device within 10 mins of the 101 on the active s system. She reported, that they treated the reporter with glucose and took her to the hospital. Reporter stated, that she was put on an IV at the hospital and then realized four hrs later. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.